Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had a syncopal episode. Technical services (ts) discussed with the health care professional (hcp) that there was an episode where patient went into ventricular fibrillation (vf) and received a 41j shock and the rhythm was successfully converted. The rate was greater than 300 bpm so there was no anti-tachycardia pacing (atp) before the therapy. The hcp also stated that the patient felt unwell before passing out. This device currently remains in service. No adverse patient effects were reported.